Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient lost stimulation and the implantable pulse generator was unable to be interrogated resulting in the device unable to be connected to. As a result, the device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. Since the device was placed in the service app state in (B)(6) 2018, and the patient didn't report an unrelated procedure, it is inconclusive what caused this condition. Since the device had a crc error, the ipg diagnostic logs could not be obtained and therefore a more thorough analysis could not be performed.